Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: 3537, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Additional information received from the rep reported the setting not available was most likely due to wires moving. The batteries were removed from both controller and ens and repaired with same results.